Manufacturer narrative:
(B)(4). G2- canada. H3 - customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill tip fractured while the surgeon was drilling. Nothing fell in the patient and there was no harm to the patient. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided picture identified that the device is fractured. The instrument was not returned; therefore, further evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is confirmed with the provided picture. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - drill.

Event description:
No further event information available at the time of this report.